Event description:
It was reported that the lead perforated the right ventricular apex. Partial tamponade was observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.